Manufacturer narrative:
Internal complaint number: complaint: (B)(4). The pump was being returned due to "volume discrepancies". An investigation showed that the pump primed and flowed within specification. Flowonix CAPA: (B)(4) has been issued to address pumps that are returned for volume discrepancies and the associated returned product investigations result in no product issues being identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based. The pump was subsequently explanted.